Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the air bubbles in the infusion set. The customer stated that the piston in reservoir compartment not going down. The customer reported a blood glucose value of 400 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-441ag, mmt-342, and mmt-1884. Troubleshooting was partially performed for the air bubbles. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-441ag, and mmt-342. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.frn-mmt-342-rsvr, unomed inf set

Manufacturer narrative:
Pump passed the functional tests, including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat at 0.0873 inches. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected rewind anomaly noted. No unexpected motor alarms noted in the pump history files. The pump history file lists data from (B)(6) 2025 to (B)(6) 2025. Unable to verify bolus daily delivery total or basal daily delivery total on the event date of (B)(6) 2026 due to no data available in the pump history file. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Test sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Alleged rewind anomaly not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Unable to verify customer alleged for high bgs. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.